Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the replacement did resolve the socking and trouble walking. Information has been confirmed by the physician. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the shocking was unknown. The patient reported the shocking stopped on the evening of (B)(6) 2017. The patient thinks the shocking was due to metal chair being close to the wall socket; patient turned stimulator off on the morning of (B)(6) and turned it back on the morning of (B)(6) and stated that "the stimulator feels pretty good". The shocking has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that electrode #10 is out of range during impedance check (date of occurrence is unknown); the patient stated it takes 12 hours to charge ins, but the 8840 shows typical duration of 1.1 hours with 8 black boxes. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the shock was located in the area of the internal device and it was so severe that it knocked the patient out of the chair and into a fetal position. The cause of the long recharge was not determined. The rep tried to assist the patient, but the issue remained unresolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was sitting on a metal chair when their battery terminals came into close contact with the chair. They had a feeling like electricity coursing up their spine and down their leg. They are still very unsteady; walking and standing are difficult. They reported they were having trouble walking because they were being shocked down their legs. It was reviewed that a metal chair shouldn't cause something like this. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the replacement was successfully completed and all electrode impedances are within range. No patient symptoms or complications were reported in this event.